Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, but photos and additional information provided we have been able to establish a relationship between the device and the reported event. The photos supplied confirm silicone remained on the carrier as described. The root cause is determined as a raw material issue. No batch/lot number has been provided, therefore a review of the device history has not been possible the complaint history file contains no further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that allevyn gentle border heel 23 cm x 23.2 cm 5 pack recently one of the healthcare professionals at (B)(6) had asked for samples for alternative to the allevyn life heel. The healthcare professional then had a fellow coworker "where" the heel just to test out before using it on a patient. Although the heel dressing did fit better and was much more comfortable it did leave behind gel beads as well as a sticky silicon on the coworkers foot.